Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch # 765d30. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut; the device was fully loaded with staples. When the test battery was installed, the backlight on the tissue compression scale turned on upon inserting the test battery, however, the green checkmark did not illuminate, indicating that the device had not been fired. Before functional testing the trocar was extended, and the anvil was placed and removed without any difficulties noted. An attempt to perform functional testing was done, however it was unsuccessful as the device would not fire up. The device was disassembled to verify the condition of the internal components and fluids were present in the internal components. A test washer was installed, the device was manually assisted in order to power up the device and it fired, and formed all the staples as well as completely cut the test media and the breakaway washer without incident. Further analysis showed that the flex circuit (connector contact) located in the end effector was found damaged, as well as some intermittence was noted on the switch. It was determined that the condition found in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing, it is also possible that the fluids present attributed to cause intermittency on the inside of the switch. No conclusion could be reached on what caused the damage on the flex circuit located in the end effector area and this condition is not related to the event reported. The event described could not be confirmed as the anvil returned without detectable damage and it was inserted and removed without difficulty. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 765d30, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/24/2026. D4 batch#: 765d30. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut; the device was fully loaded with staples. When the test battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality and it was manually assisted. The device was fired with a test washer and anvil formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number: 765d30, and no non-conformance's were identified. Additional information was requested, and the following was obtained: is the current patient status known? Status currently unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during the robotic sigmoid procedure the anvil was placed into the colon and the device trocar was exposed. The anvil and trocar were attached and seemed to click into place. When the surgeon tried to close the stapler, the anvil would release and pop-off. This was retried and the same result occurred. There was no patient consequences.